Event description:
A customer alleged that during a procedure that a cannula appeared to be clogged, there was resistance and it dislocated hitting the patient in the eye (iris). There was no injury to the patient reported. This report is due to a retrospective post market surveillance review.

Manufacturer narrative:
(B)(4).